Manufacturer narrative:
Findings: pump received with minor scratches on lcd window, cracked case on the lcd window corners, cracked reservoir tube lip, crack on the battery tube threads, scratches on the reservoir tube window, crack on the reservoir tube, and burn or melted surface of keypad overlay.

Event description:
It was reported that the customer had a hairline crack on the reservoir compartment on the insulin pump. Insulin pump will need to be replaced. No additional information provided.